Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming. The device was explanted and replaced during an unrelated procedure. The patient was stable and there were no adverse consequences.